Event description:
It was reported that the defibrillation therapy delivery was delayed. The physician suspected a possible right ventricular (rv) lead anomaly. The lead was reprogrammed to a different vector which resolved the anomaly. There was no adverse consequence to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".